Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was observed to be capturing the ventricle shortly after implant, and lead dislodgement was suspected. It was noted that all right ventricular (rv) lead measurements were normal. The patient was hospitalized and their pacemaker was reprogrammed, pending a lead revision procedure. No additional adverse patient effects were reported. Additional information received indicates the health care professional (hcp) elected not to reposition the lead and instead program the device due to patient age and low expected burden of pacing.

Event description:
It was reported that this right atrial (ra) lead was observed to be capturing the ventricle shortly after implant, and lead dislodgement was suspected. It was noted that all right ventricular (rv) lead measurements were normal. The patient was hospitalized, and their pacemaker was reprogrammed, pending a lead revision procedure. No additional adverse patient effects were reported. Additional information received indicates the health care professional (hcp) elected not to reposition the lead and instead reprogram the device due to patient age and low expected burden of pacing. Additional information received indicates this patient presented to the emergency room (ER) after a syncopal episode, where loss of ra capture was confirmed. The hcp was notified in case the patient has further similar episodes given current programming/atrial lead issue.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.